Event description:
The patient is a female of unknown age who underwent implantation of a copios pericardium membrane, puros block and spongiosa particles on (B)(6) 2019. On (B)(6) 2019, 132 days after implantation, the doctor indicated that bone loss, inflammation and pain were noted. The puros block was removed. The patient did not have risk factors. The membrane was not removed as it had been reabsorbed at the time of block removal. This was considered failure of the membrane. The non integration of the bone, bone loss and inflammation were not considered caused by the membrane according to the doctor.

Manufacturer narrative:
A comprehensive records re-review was conducted. There were no departures noted during records re-review tfor lot nz18450194. Manufacturing records indicated that serial ID (B)(6) met all specifications and release criteria prior to distribution. There are no related complaints associated with the lot. Tutogen medical, gmbh assesses the copios membrane as not related to the failure since the batch documentation and records review did not reveal an indication of non-sterility. Rather the reported inflammation may have been causative for the failure of the membrane and bone grafts as well as for the pain.

Manufacturer narrative:
It is unknown at this time if the bovine pericardium membrane remains implanted. Therefore our investigation consists of evaluation of the information provided to date, as well as a comprehensive records re-review for the lot. Once results are available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) and tutogen medical (B)(4) (tmi), a wholly owned subsidiary of rti, received a complaint which indicated that a patient was implanted with a copios pericardium membrane in conjuction with a pi-block (donor not recovered in the us and tissue from this donor was not distributed in the us) and spongiosa partikel (donor not recovered in the us and tissue from this donor was not distributed in the us). The patient experienced non integration of the bone grafts, bone loss, inflammation, and pain. The bone blocks were removed. The complaint did not indicate if hte copios membrane was also removed. To date, additional information has not been provided.